Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head interrogated as required and passed functional testing; no fault found with the rf head. (B)(4).

Event description:
It was reported that the programmer was slow and hesitating during tests and commands and was not communicating with devices. It was also noted that the keyboard was damaged. The programmer and radio frequency (rf) programmer head were returned for repair. No patient complications have been reported as a result of this event.